Event description:
Hole eliminator went through the shell and got stuck behind the cup. Product is still in pt; could not be removed.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.